Event description:
Additional information was received from the representative on 2017-apr-03. It was reported that the patient's identifying information, serial number of the pump, actions/interventions taken to resolve the flipped pump, and the cause of the flipped pump was unknown. It was indicated that the representative was unsure if the flipped pump and inability to refill the pump had been resolved and unsure of what was the patient's weight at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was unknown. It was reported on (B)(6) 2017 that the hcp was unable to refill the pump and could not locate the septum. It was noted that the hcp sent the representative an email with an anteroposterior (ap) view x-ray of the pump and was wondering if the pump was flipped. The x-ray was submitted and it was discussed to consider a flipped pump. No symptoms or complications were reported.